Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost effective coverage due to the l3 drg lead had migrated. Reportedly, the patient experienced a fall. The patient underwent surgical intervention on (B)(6) 2019 where the lead was explanted and replaced with a new one restoring therapy.